Event description:
It was reported that the patient had experienced a return of symptoms including increased baseline spasticity. The event logs indicated that there had been multiple motor stalls and recovery. The event logs also indicated safe state, low battery reset and "stopped pump period may exceed tube set". The pump contained baclofen 2000 mcg/ml at minimum rate with a daily dose of 12.5 mcg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.